Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited inappropriate mode switches due to oversensing of noise. The patient was symptomatic during some of the mode switch episodes. The lead was successfully explanted and replaced. The patient tolerated the procedure well and was discharged in well condition the following day.